Manufacturer narrative:
This report is 1 of 2 and is related to MFR 9610595-2024-19238. The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection on-site that the reprocessor¿s water filter had not been replaced by the deadline as per the instructions for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. However, based on the results of the investigation, it can be assumed that it was caused by the user's failure to read the instruction manual carefully and the user's mismanagement of the water filter replacement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Instruction manual: to prevent contamination of the rinse water, replace the water filter regularly, at least once a month. Also, replace if an abnormality code [e01] is displayed due to insufficient water supply. Olympus will continue to monitor field performance for this device.